Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the insertable cardiac monitor had a pause episode. The pause episode was believed to be false resulted from loss of contact and undersensing. No further information was available.

Event description:
New information noted that no intervention was done to resolve the issue. The patient was fine.